Event description:
This is a spontaneous case report received from an adult female consumer in (B)(6) on 11-aug-2016 who had essure (fallopian tube occlusion insert) inserted in 2011. In 2011 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. The consumer holds bayer liable for the damage caused. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up received on 01-sep-2016: the ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. (B)(4). Follow-up information from 12-sep-2016: no consent received from consumer. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 415 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained since consumer did not provide consent for further details.

Manufacturer narrative:
This spontaneous case was reported by a consumer and later a lawyer describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 846839) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number:846839, manufacturing date: 2011-04, expiration date: 2014-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and later a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 846839) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra lit can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-jul-2021: the complete insertion date of essure, essure lot number and a new reporter type (lawyer) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.